Event description:
The patient was initially implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that the patient was discharged following the initial procedure. Approximately four (4) days post initial procedure, the patient was readmitted with a white leg. A computed tomography (CT) scan identified that the two limb stent-grafts were implanted on the same side. One graft is inside of the other graft. A type 2 endoleak (non- device related) was also identified. The patient is being monitored and the physician is planning on doing a re-intervention.

Manufacturer narrative:
The devices involved in this event has not be returned for evaluation and remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the malposition of the limb (dual limb placement causing a right iliac artery occlusion) and the type 2 endoleak of the left accessory renal artery are confirmed. The right limb ischemia is unconfirmed. This is moderately consistent with the reported adverse event/incident. The type 2 endoleak is anatomy related. The malposition is most likely user related. There was a 62 degrees aortic angulation at the proximal attachment site for the iliac limbs. It is unclear if this contributed to the reported event. The final patient status was pending a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated, h6: medical device problem: remove code 3190, h6: investigation finding: remove code 3233.